Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Bopt4311, 3i t3 tapered implant 4/3 x 11.5mm, lot number 2019111848.

Event description:
It was reported that the restoration was lost same day as delivery due to broken abutment screw. Unable to remove fractured portion in implant without damage to internal threads. Implant removal required. Tooth 12.

Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806 - 2023 - 00066. Follow up with the customer has confirmed that the fractured screw is not a zimvie product but a 3rd party product. Therefore, this event is no longer considered a reportable event by zimvie and no further medwatch report will be submitted for this event.

Event description:
No additional or corrected information to report.